Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "the footswitch was depressed, the cutter began to turn off" (device operates differently than expected). The customer reported that when the footswitch was depressed, the cutter began to turn off. The case was completed with the same system. The biomedical engineer stated it may be an operator error. The system is being used with no further problems. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The company service rep tested two footswitches with the system. The system performed as expected. The system was then tested and met all product specs. (B)(4).